Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage test was performed and identified the leak between the white bushing and the tubing. The reported condition was verified. The cause of this condition was determined to be improper assembly of the tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set with duo-vent spike leaked at the "white connection piece in the middle of the line". This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.